Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that before an unk procedure, box was not properly sealed. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info available. Requested and received the following info on 10/12/2009: the sealing was incomplete, therefore, product was not sterile.